Event description:
It was reported that there was a "break and are leaking. The catheter is removed from the hub."

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.